Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced renal dysfunction. Their maximum creatinine was 2.42 mg/dl. Dialysis was ongoing. The renal dysfunction was not thought to be caused by the device.

Manufacturer narrative:
This event was determined to be a supplemental to manufacturer reference number 2916596-2024-02045.

Event description:
Additional information was received that the onset date of the renal dysfunction was 16feb2024. Before the operation, the patient's kidney function was preserved. The kidney size was also maintained. Although the cause was unknown, it was possible that perioperative effects including infection and cardiac tamponade might have influenced the development of the renal dysfunction. The patient had no subjective symptoms. The patient underwent continuous hemodiafiltration (chdf) dialysis intermittently as treatment. The patient's urine gradually increased, and treatment was adjusted for weaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.